Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge to address the issue. Although requested by tandem technical support, the customer declined to perform troubleshooting and declined to provide additional information regarding the event.